Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 2032227-2015-02550.

Event description:
It was reported the insulin pump went into threshold suspend while customer was sleeping. Customer's blood glucose was 138 mg/dl and sensor was reading 64 mg/dl. Threshold limit was set at 70 mg/dl. Customer was advised to monitor device. No further information reported.